Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2021, patient had left femoral and left humeral midshaft fractures due to horseback riding accident. Thus, the patient underwent an unknown surgery using expert humeral nail and expert femoral nail. During the surgery, the femur canal is very narrow. The positioning and reduction is poor, thus the surgeon battled getting the guidewire through. A flexible 15mm reamer is used and it did not ream to stop. They opted to used awl. When advancing the femoral nail, it would not rotate to lateral position and on removal of nail. The femur fracture below the lesser trochanter. They decided to use the recon screws and they also battled with anteversion, thus opted to use only one recon screw. On the other hand, the humeral canal is also very narrow. The synream starts at 8.5 mm, thus tens nail was suggested. They did not ream the entire canal and when advancing the humeral nail. The humerus was fractured. After closing , called back to theatre to reopen the distal femur as it was rotated. Thus, a distal screws were used to redone. It was unknown if there was a surgical delay reported. The procedure was successfully completed. Patient outcome after the procedure was unknown. This pc-000841644 will captured the inra op event while (B)(4) will capture the post op event (the reoperation of distal femur due to rotation and redone of distal screws). This complaint involves unknown number of devices.

Manufacturer narrative:
PMA/510k: this report is for an unknown 15mm flexible reamer/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) is used to capture bone injury. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient had an accident while horse riding and underwent the procedure on (B)(6) 2021 to treat midshaft fractures of left femur and left humerus. Patient was implanted with expert lateral femoral nail (elfn) and expert humeral nailing system (ehn). During the procedure surgeon had multiple difficulties. Femur canal was very narrow, thus surgeon had difficulty getting guidewire through. Surgeon used 15mm flexible reamer, but it didn¿t ream to the stop. Surgeon also used awl while advancing the nail, but it would not rotate to lateral position and upon removal of the nail femur fractured below lesser trochanter. Surgeon then decided to use recon screws, but had issues with anteversion, thus surgeon opted to use only one recon screw. Humeral canal was also very narrow. Surgeon used synream reamer, but it did not ream down entire canal and when advancing the humeral nail, the humerus butterfly also fractured. Distal femur was reoperated later as it was rotated. Distal screws were redone. No further information provided. This report is for one (1) unknown 15mm flexible reamer. This is report 3 of 4 (B)(4).